Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l74224, implanted: (B)(6) 2000, product type catheter. Product ID 8575, lot# n068741, implanted: (B)(6) 2007 product type accessory. (B)(4).

Event description:
It was reported that a critical alarm was heard and confirmed by telemetry; the alarm was due to zero ml reservoir volume reached. It was noted that the pump had been empty for a month (also reported as "about 4 weeks") and that they were not going to be filling the pump anymore. The empty reservoir was due to a missed refill. No signs of withdrawal were noticed by the patient or their spouse, and no symptoms were reported. Additionally, neither the patient or spouse could hear the pump alarm; they were very upset and felt that it should vibrate, versus alarm. They were never showed what the alarm should sound like. The physician wanted to turn the pump off, and the patient agreed. Following authorization, the pump was stopped. The pump was being used to deliver dilaudid (4 mg/ml at 0.8991 mg/day). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, it will be added to the event. Additional information received on 2014-12-04 and it was reported that the reporter woke up in "(B)(6)" to the fact that the patient's pump had not been refilled recently (as previously reported). Upon checking, the reporter discovered that the "reservoir alarm date: was (B)(6) 2014. No alarm was noticed by the staff members at her care facility. The patient went to their hcp (healthcare provider) on (B)(6) 2014, and the hcp reportedly was not willing to refill the pump as it "might not function properly after having been off for so long." The pump was not explanted, and the patient was placed on oral hydrocodone to try and manage her pain. The reporter stated "the alarm might have been defective."